Manufacturer narrative:
D4: corrected serial number.

Manufacturer narrative:
This is one of two related reports. This report represents the second pump and another report will be submitted for the first pump. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the aorta in a 56-year-old female patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. During the procedure, the pigtail catheter and guidewire were attempted to be advanced to the left ventricle (lv). It was reported that there was resistance before the ascending aorta. Contrast was injected and a possible dissection was noted. The procedure ended at this point. It is unknown if treatment was required. The post-procedure outcome is unknown. The impella functioned at p-7 at 4.5l/min as intended. Vascular injury is a known adverse event and may be influenced by device-related, patient-specific factors, and/or user technique.

Manufacturer narrative:
B5 additional information was received.

Event description:
Additional information was received. The computed tomography revealed focal dissection of the axillary artery, so no further intervention was needed. The surgeon decided not to re approach the site due to torturous turn at the innominate on the computed tomography. The impella 5.5 is currently supporting the patient without any issues and will be evaluated for ventricular assist device or orthotopic heart transplantation.

Manufacturer narrative:
Explant date was provided d6b was updated.

Manufacturer narrative:
D4 primary UDI number were revised. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H11 the impella device was not returned, and the investigation has been completed. Investigation summary - aortic dissection: due to a lack of sufficient clinical details provided, the cause of the aortic dissection cannot be established. Failure to advance: due to a lack of sufficient clinical details and no product returned, the cause of the failure to advance cannot be established. Placement signal issue: the cause of the placement signal issue is potentially related to the console based on the pattern in the data logs.

Event description:
Clinical narrative (updated): an impella 5.5 device was inserted surgically into the aorta in a 56-year-old female patient with a history of coronary artery disease and renal insufficiency, presenting with acute myocardial infarction and cardiogenic shock, scai shock stage d, on multiple inotropes, vasopressors, and ventilator support prior to initiation. The impella 5.5 was placed as escalation from an impella cp. During the planned upgrade after graft anastomosis, pigtail and glide-wire were used to access the left ventricle, but the wire and pigtail became stuck at the right innominate artery before reaching the ascending aorta. Contrast injection suggested possible dissection. The procedure was stopped and the patient transferred for CT angiography, which revealed focal dissection of the axillary artery. No further intervention was needed, but the surgeon decided not to re-approach the site due to tortuosity at the innominate. The patient was brought back the next day and impella 5.5 was placed via direct approach. The device supported the patient without issue and evaluation for dvad or oht was planned. A new psnr alarm was reported, but the patient remained on support. The impella functioned at p-7 at 4.5 l/min as intended. Aortic dissection may be related to surgical manipulation and vascular access challenges during device placement and cardiac surgery.

Manufacturer narrative:
B5 and h6 updated based on the additional information received from the clinical site.